Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent in for review due to several external power disconnects on (B)(6) 2025. The patient did not recall hearing the alarm. Following review of the submitted log files, it appeared that the event log captured power cable disconnect/low power hazard/no external power alarms while connected to the mobile power unit (mpu) on (B)(6) 2025, which was caused by power to the mpu being briefly interrupted. There was no pump interruption during the event as the system controller's emergency backup battery (ebb) functioned as intended. The alarms resolved upon the mpu regaining power. Otherwise, the log files captured routine events and there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power, power cable disconnect, and low voltage alarms while connected to the mobile power unit (mpu) was confirmed via the log files. The system controller event log file was reviewed, and timestamps span approximately 3 days (01:52:00 on 04jul2025 to 14:57:03 on 07jul2025). The log file captured low voltage hazard, power cable disconnect, and no external power alarms due to a loss of ac power while connected to the mobile power unit (mpu) from 01:52:00 to 01:52:06 and from 01:56:10 to 01:56:20 on 04jul2025. The alarms resolved when power from the mpu was restored. The onset of the first instance of these alarms was not captured, as the data had been overwritten by newer data. The system controller backup battery supplied power to the system during the loss of external power, and the pump function was not affected. Additionally, at 23:41:39 on 06jul2025, an atypical power cable disconnect alarm was active while connected to the mpu as the relative state of charge (rsoc) of the black power cable dropped. This alarm resolved as the black power cable was briefly disconnected at 23:41:50, restoring the rsoc to an acceptable voltage. There were no other remarkable events or alarms found within this log file. The pump maintained a speed within the expected range throughout the log file. Multiple good faith effort (gfe) attempts were sent to inquire about the mpu¿s serial number, confirm that the system controller is alarming properly, if the mpu have a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or mpu, any environmental factors that may have contributed to the reported event, and if the mpu would return for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined during this investigation. The device history records for the mobile power unit (mpu) could not be reviewed as no product-identifying information was available. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. The heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. D) section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. A) section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.